Manufacturer narrative:
Correction: during the troubleshooting performed by the medtronic representative. The logs files found that an error 13 message appeared on the imaging system. Not that an error occurred in 13 logs as previously indicated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative attempted to resolve the issue inspected the imaging system onsite and attempted to trouble shoot the system. Errors were found in 13 logs and it was reported that the dosimeter image was in the white field. However, testing could not recreate the issue. Verified there was no arching and trouble shooting the generator found no issues. Further inspection found that the charger 1 and 2 were out of specification. The chargers were replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a case, the images would not show up on the imaging system. There was no patient present when this issue was identified. No other information provided.